Event description:
Case description: investigation result: name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission case has been updated with the following information: -investigation results updated -device tab: is non reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly final manufacturer comment: 21-jan-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid. H3 continued: evaluation summary name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested if possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) acidosis due to the technical issue of np4 (diabetic) [diabetic ketoacidosis] hyperglycemia due to technical issue of np4 [hyperglycaemia] technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill [device mechanical issue] technical issue of np4-pen did not inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic)" beginning on (B)(6) 2024 , "hyperglycemia due to technical issue of np4(hyperglycemia)" beginning on (B)(6) 2024 , "technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam)" with an unspecified onset date , "technical issue of np4-pen did not inject insulin(device failure)" with an unspecified onset date , and concerned a 28 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (regimen 1:12u at breakfast, 20u at lunch, and 10u at dinner; regimen 2: used in hospital, unknown dose) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 160 cm. Patient's weight: 58 kg. Patient's bmi: 22.656. Dosage regimens: novopen 4: actrapid penfill: current condition: type 1 diabetic(since 13years) . Concomitant medications included - lantus(insulin glargine). On an unknown date in (B)(6) 2024, the patient suffered from hyperglycemia and acidosis due to the technical issue of np4 while using actrapid insulin and was admitted to hospital due to this on an unknown date and stayed for 15days and she was in her 7th month of pregnancy. The patient stated they adjusted dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill so the pen did not inject insulin. The patient refused the pen training steps. On an unknown date last hba1c (glycosylated haemoglobin) was 10% and her last rbgl (blood glucose) was 350 mg/dl. Batch numbers: novopen 4: cug1319; actrapid penfill: requested; action taken to actrapid penfill was reported as no change. Event abated after use stopped or dose reduced for actrapid doesn't apply event reappeared after reintroduction of actrapid doesn't apply the outcome for the event "acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic)" was not reported. The outcome for the event "hyperglycemia due to technical issue of np4(hyperglycemia)" was not reported. The outcome for the event "technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam)" was not reported. The outcome for the event "technical issue of np4-pen did not inject insulin(device failure)" was not reported. Reporter's causality (novopen 4) - acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic) : possible hyperglycemia due to technical issue of np4(hyperglycemia) : possible technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam) : unknown technical issue of np4-pen did not inject insulin(device failure) : unknown company's causality (novopen 4) - acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic) : possible hyperglycemia due to technical issue of np4(hyperglycemia) : possible technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam) : possible technical issue of np4-pen did not inject insulin(device failure) : possible reporter's causality (actrapid penfill) - acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic) : unlikely hyperglycemia due to technical issue of np4(hyperglycemia) : unlikely technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam) : unknown technical issue of np4-pen did not inject insulin(device failure) : unknown company's causality (actrapid penfill) - acidosis due to the technical issue of np4 (diabetic)(acidosis diabetic) : possible hyperglycemia due to technical issue of np4(hyperglycemia) : possible technical issue of np4-pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device mechanical jam) : possible technical issue of np4-pen did not inject insulin(device failure) : possible.